Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received noted that the atrial lead also exhibited reduced pacing support.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with atrial lead dislodgement. The dislodgement was confirmed with an x-ray. The lead was explanted and replaced on (B)(6) 2020. No patient symptoms were reported. Patient was stable after the procedure.